Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an ''error 1'' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. The patient manages his diabetes with metformin pills (500 mg 1x daily). The patient continued to take his usual dose of medications. On the following day, the patient claims he felt symptoms of ''foggy eyes'' and had pain in his knees and toes. No treatment was specified at that time. On the morning of (B)(6) 2012, the patient reportedly visited his physician's office and obtained a blood glucose result of ''185-187 mg/dl'' with the physician/ clinic meter. A health care professional (hcp) allegedly administered the patient insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted the alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received medical intervention from a hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.